Event description:
It was reported a seizure occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. After transseptal puncture (tsp), a thrombus was noted to be attached to the pigtail catheter. The physician had initially administered 10,000 units of heparin after tsp. An additional 5,000 units was then administered after the thrombus was observed. Pigtail was removed. The laac procedure completed successfully implanting the 24mm closure device without any apparent complications. Approximately 1-2 hours post procedure, the nursing staff notified that the patient had a seizure and was in respiratory distress requiring endotracheal intubation. A computed tomography (CT) scan was performed to rule-out stroke and results came back as negative for stroke. Magnetic resonance imaging (MRI) was also completed, and results were negative for a stroke. The patient symptoms were reported to have decreased with no further complications; however, the patient remains in the hospital for recovery.